Event description:
Customer stated the insulin pump was alarming no delivery. Customer's blood glucose was 305 mg/dl. Troubleshooting was performed. Customer was advised to disconnect from the device. Fixed prime was performed and insulin exited. Customer removed the site and cannula was bent. Customer answered yes if the set was inserted manually or with a serter. Customer was unsure if she had scar tissue. Customer was advised the alarm was caused due to bent cannula. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.